Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke down at 13.5 mm from the distal end. There were contact marks on the surface of the probe and the jaw. The ptfe pad was partially worn. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). It was also known that the metal part of the jaw and the probe came into contact since the ptfe pad was partially worn, consequently the probe cracked, and besides the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken and the fragment fell off inside the patient. The fragment was retrieved from the patient body. The intended procedure was completed with another thunderbeat device. There was no patient harm reported.